Manufacturer narrative:
(B)(4).the complaint mr290v vented autofeed humidification chamber is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the water feedset of two mr290v vented autofeed humidification chambers were defective. It was further reported that the water leaked from the feedset line. This was observed before use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned mr290v chamber was visually inspected for damage and was connected to a waterbag for functional testing. Results: the chamber filled normally when connected to a waterbag; however, once the chamber had filled, small drops of water were observed leaking from the connection between the feedset tube and waterbag spike. Inspection showed that glue had been applied to the tubing properly and provided full coverage around the tube; however it appeared that the glue had not sealed completely inside of the waterbag spike, causing it to leak. A lot check revealed one other complaint of this nature for lot number 101008. Conclusion: all chambers are pressure tested before leaving the production line and any holes or leaks in the feedset are identified during this process. The reported leak is likely due to the glue that had not sealed completely inside the waterbag spike. Our user instructions which accompany the mr290 state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the water feedset of two mr290v vented autofeed humidification chambers were defective. It was further reported that the water leaked from the feedset line. This was observed before use on a patient. No patient consequence was reported.